Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implantation was difficult". The patient's medical history included irritable bowel syndrome, cardiomyopathy, amenorrhea, heart failure, gravida ii and parity 2. Previously administered products included for an unreported indication: contraceptives and depo provera. In 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)/ painful heavy periods"). In 2014, the patient experienced tooth disorder ("dental problems / terrible teeth since essure"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced pain in hip ("hip pain, joint pain"), back pain ("lower back pain"), pain in extremity ("pain in hands and feet, walking/ standing too much also hurts") and shoulder pain ("shoulder pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), cardiac failure congestive ("she was suffering from postpartum cardiomyopathy (congestive heart failure from her second pregnancy)"), abdominal pain lower ("lower abdominal pain, lower stomach pain"), muscle spasms ("she had severe spasm during the procedure"), gait disturbance ("difficulty walking"), burning sensation ("burning sensation in the bottom of her right foot"), pain ("body aches"), headache ("severe headache"), musculoskeletal chest pain ("rib cage pain"), neuropathy peripheral ("neuropathy"), motor dysfunction ("tingling in arms and knees down / arms cannot grip anything"), paraesthesia ("tingling in arms and knees down / arms cannot grip anything") and polymenorrhoea ("frequent periods"). The patient was treated with surgery (on (B)(6) 2021 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, migraine, tooth disorder, dysmenorrhoea, cardiac failure congestive, fatigue, pain in hip, back pain, abdominal pain lower, muscle spasms, weight decreased, gait disturbance, pain in extremity, shoulder pain, burning sensation, pain, headache, musculoskeletal chest pain, neuropathy peripheral, motor dysfunction, paraesthesia and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, burning sensation, cardiac failure congestive, dysmenorrhoea, fatigue, gait disturbance, headache, migraine, motor dysfunction, muscle spasms, musculoskeletal chest pain, neuropathy peripheral, pain, pain in extremity, pain in hip, paraesthesia, pelvic pain, polymenorrhoea, tooth disorder, weight decreased and shoulder pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013; trailing coils 5 for right trailing coils 7 for left; current weight (B)(6) lbs; removal information: no complication during essure removal. Patient tolerated procedure well. Both ovaries uterus and fallopian tubes were normal. No neoplasm identified. Weakly proliferative endometrium. Large nabothian cyst. The right and left fallopian tubes are otherwise grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media - lower back pain, lower abdominal pain, weight loss, congestive heart failure, hip pain, muscle spasm, fatigue, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: new reporter and removal information were added. New events were added: frequent periods and pelvic pain (serious incident due to hysterectomy with bilateral salpingectomy). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.